Event description:
It was reported that approximately 21 months post implant of a bifurcated and an suprarenal aortic extension, an endoleak was identified. Reportedly, the patient presented symptomatic and a computed tomography displayed a separation between the components. Therefore the physician elected to implant an infrarenal aortic extension between the two components. An angio was done after implant and showed no evidence of an endoleak. Patient tolerated the procedure well.additional note: on (B)(6) 2013 was observed a potential separation between the components and the patient declined. The overlap was minimizing but the components were still connected.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient

Manufacturer narrative:
Based upon the investigation findings, the reported event is confirmed based on clinical assessment of medical records and operative images. There was adequate medical documentation and imaging studies available for this review. Cautionary product use that might have contributed to this event was: ruptured state of aneurysm; mod-severe calcified aortic neck, bifurcation and bilateral iliacs; aortic neck angle approximately 50 degrees; and the inability to tolerate contrasted surveillance due to chronic kidney disease. Other factors that contributed to this event were: the extreme anterior/posterior angled "c" shape of the blood lumen (and/or aortic remodeling due to the longevity of the device and/or disease progression); non contrasted CT surveillance, which might have delayed a diagnosis; poor patient compliance for follow-up; the patient's use of antiplatelet therapy (increased risk for bleeding complications) and, refusal of treatment 14 months post index for anemia and aneurysmal sac increase. There might have been evidence of a persistent unknown endoleak after the initial index procedure (proximal and distal - left side); adequate overlap was observed. The ivc leg was adjacent to the aneurysmal sac at index, but the structures were separate. At 14 months post index, there was evidence of partial stent collapse approximately 1.3cm superior to the bifurcation with evidence of a contained rupture. Overlap decreased, but was adequate at approximately 4cm. The patient refused treatment at this time. No endoleak could be detected due to the non-contrasted nature of the study. There was a reported "known endoleak I" prior to the event at 22 months, but this could not be substantiated. At 22 months post index, there substantiated evidence of an endoleak iii-a and a complete component separation, with an interval increase in aneurysm sac size. There was progressive stent collapse just above the bifurcation, and the appearance of the ivc leg within the sac, as a possible endoleak source. The secondary procedure of a bridge stent was substantiated, but there might have been evidence of a new endoleak above and posterior to the bifurcation, and diffuse contrast observed in the distal right sac. Possibilities include an endoleak iii-b from prior manipulations (and difficulty gaining access on the left side during the bridge stent procedure) and/or ivc leg penetration within sac; sac size was stable. There was progressive stent collapse just above the bifurcation and the appearance of the ivc leg within the sac. The secondary procedure of a bridge stent was substantiated, but there might have been evidence of a new endoleak above and posterior to the bifurcation and diffuse contrast distal right sac. Possibilities include an endoleak iii-b from prior manipulations and/or ivc leg penetration within sac. There was a sac increase of approximately 0.5cm. A manufacturing record review was performed; the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed that all units have been consumed and no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause for the endoleak is most likely related to the patient's anatomy and incongruent use of device with IFU. Other contributing factors include patient existing conditions and patient refusal of treatment. No anomalies noted with the device.